Event description:
Sigmoid resection. Cs33 dlu was fired and appeared to work properly. However, dlu had difficulty removing from the site and tissue tags were noticed at the distal tissue ring. Anastomisis was not completely cut and staples did not seem to be properly formed. Manual sutures were applied to complete the case without further incident.